Event description:
It was reported that the patient thought "the pump was malfunctioning". The patient was reportedly experiencing "unusual pain", and it was unknown if the pump was alarming. The reporter believed that the patient's condition changed on the day of report or the day before but was not sure. The reporter was advised to have the pump checked with a clinician programmer. It was noted that the pump was delivering morphine. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot# n185023, implanted: (B)(6) 2009, product type accessory. (B)(4).